Event description:
The facility reported a flo-gard infusion pump which delivered 1000ml of normal saline in a faster than expected time during a patient infusion in the facility's general patient ward. The pump was swapped out and the patient's therapy resumed on another device. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump which over-delivered was not confirmed nor duplicated during product evaluation. Delivery accuracy tests were performed and found the pump to be delivering within specifications. Therefore, no assignable cause could be provided for the reported condition and no repair was necessary. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reporting that during preparation for a stenting treatment procedure, the stent moved on the balloon. As a 3.5x16mm liberte bare monorail stent delivery system was being prepared, prior to mounting the device on the guide wire, it was noted that the stent had shifted from the balloon, so the device was not used. No patient complications were reported and the patient's status is stable.